Event description:
Ep study done 2003 where defib pads were placed during procedure. Pt was defib with 360 j. The following day pt was brought back to ep lab for ICD implant. It was then noticed that there was 2 burns on pt in the same shape, size and location equivalent to the defib pads that were placed on pt the day before in ep study.